Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device misfired. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, however, the plunger, link and both cuffs were not returned. During device analysis, damage was noted to the posterior needle barb indicating the posterior needle tip detached from the posterior cuff as the plunger was removed to retrieve the suture. Resistance during plunger removal would have resulted in the noted posterior needle tip and posterior cuff detachment; subsequently, a failure to retrieve the sutures likely occurred. However, because the complaint was reported with an unspecified device failure, this cannot be confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected, with an unspecified device failure reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.